Event description:
It was reported that guidewire tip detachment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 182 cm choice pt guidewire was advanced for treatment. However, upon putting the guidewire down the vessel, it became stuck. The physician attempted to remove the guidewire but upon pulling the guidewire out of the guide, it broke, and the uncoiled tip of the guidewire was left in the patient. A snare was used in an unsuccessful attempt to remove the guidewire fragment. The patient was sent to surgery to retrieve the guidewire tip and have coronary artery bypass graft (CABG) surgery performed. No patient complications were reported.